Event description:
It was reported that the cartridge tip end was detached and inserted intraocular lens (iol) into the left eye of the patient. The piece of the cartridge tip was retrieved without complications. There was no patient injury. There was no medical/surgical intervention required. Additional information indicated that the non preloaded lens was implanted but lens was not the issue. It was the cartridge. Through further follow up it was learned that iol was assumed to be loaded correctly by the scrub tech. There was more resistance than usual. The reason for occurrence of the incident was faulty cartridge verses. Iol loading error. The issue was noticed when the iol unfolded inside the eye, that an additional piece of plastic was seen just inside the incision, which was removed with forceps. The iol cartridge was inspected and a portion of the tip had torn free from the rest of the cartridge. The iol was also inspected as it unfolded inside the capsular bag, and no defects were seen. There was no issue with the implanted lens. There was no problem noticed on day 1 post -op. No other information is available.

Manufacturer narrative:
Section a5: unknown/ asked but not available. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.